Manufacturer narrative:
H4: the lot was manufactured from june 27, 2022 - june 29, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the bladder which suggested a no flow - non delivery problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty. The line was not ¿beading¿ (flowing) at the end. This was observed during patient infusion. The port was checked and observed to bead prior to connection. The device contained 3330mg fluorouracil in sodium chloride 0.9%. A new device was used to continue treatment with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.